Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the device was unable to fire and the surgeon was not able to squeeze the handle but was able to press the green button. There was no patient involvement.